Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. The device shows signs of use and impaction. The device was assembled with a cutting edge secur-fit omnifit eon broach c9/pf11. The fit was slightly loose, confirming the reported event. The damaged device was discovered during inspection; there was no surgical procedure associated with the reported event. This event meets the definition of preventive maintenance; no further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Broach handle was noticeably loose. Surgeon concerned with future reliability.

Event description:
Broach handle was noticeably loose. Surgeon concerned with future reliability.